Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds prior to a scheduled device changeout. The physician noted on x-ray that the lead had retracted into the high right atrium. The physician attempted to reposition the lead but was unsuccessful so the lead was surgically abandoned and a new atrial lead successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.